Manufacturer narrative:
Additional information was received on august 22, 2022. Explant is scheduled for (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 5566571 and no non-conformances related to the reported complaint condition were identified. Concomitant products: mentor smooth round high profile 560cc saline prosthesis, catalog #3503560, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female underwent primary breast augmentation with a mentor smooth round high profile 560cc saline prosthesis and experienced right sided deflation post procedure. The patient stated that the implant felt deflated when touched. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.